Manufacturer narrative:
The patient and device details were not disclosed by the reporting party. This report is filed february 26, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a suspected electrode displacement subsequent to sustaining a head trauma. Revision surgery was performed on (B)(6) 2015, to reposition the device; however, complications during surgery resulted in the decision to explant the device. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on december 02, 2016.